Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) unit failed pim leak test. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated field: b4, d9, e1-(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings,investigation conclusions),h10, h11 corrected field: b3 additional contact details: person name: (B)(6) phone number: (B)(6) it was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "pim leak test". During scheduled preventative maintenance getinge field service engineer (fse) performed pim leak test and failed third stage of test. Isolated to pim leaking causing failure. Fse replaced - pneumatic module assy, rohs pim assembly and corrected the leak failure. There was no patient involvement. The defective components were received for further investigation. The failure analysis and testing department received a patient interface module assembly with a reported that the patient interface module assembly failed the leak and vacuum test. Performed visual inspection of a patient interface module assembly per the cardiosave service manual part number 0070-00-0639 revision q and found no visual damage and the part looks to be in good condition. Installed the patient interface module assembly into failure analysis and testing department iabp cardiosave test fixture serial number for testing of the reported problem. Performed and tested the patient interface module assembly in accordance with procedure number (B)(6)revision c and the cardiosave service manual part number(B)(6)revision q. Performed all manifold test/leak test in an attempt to recreate the reported problem. Found that during the all manifold test the pim failed the leak and vacuum diff pressure, looks like is a leak in the safety disk. The all-manifold test/leak test did trigger the reported problem of the unit failed the leak and vacuum test. The failure analysis and testing department was able to replicate the failure experienced by the customer. Retaining the patient interface module assembly in the failure analysis and testing department per procedure (B)(6)rev ak. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.